Event description:
It was reported that the patient presented to the clinic after receiving an inappropriate shock. Low lead impedance and noise episodes were noted. During explant externalized conductors were observed.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A partial lead was received for analysis. Externalized conductors due to internal insulation abrasion were noted at 14.6-16.6cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 3.4-3.6cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 24.7-25.7cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 24.6-26.1cm from the distal tip. The etfe coating was abraded and the rv conductor was melted at this location. This is consistent with the observation from the field of low hv lead impedance.